Event description:
Hypoglycaemia[hypoglycaemia] case description: a pharmacist reported that pt (age unk), who has been using novopen 3 (insulin delivery device) due to diabetes mellitus (type and duration unk), experienced hypoglycaemia (date unk). It is reported that the pt fell down and their family member, who is also a diabetic, looked after them. The pt was not hospitalized due to the event. It is also reported that the novopen 3 delivers too much insulin. No further info was provided. Additional info has been requested.